Manufacturer narrative:
H10: additional information was received; the product was manipulated in the distributor center and therefore, this was a service claim and not a product complaint. Hence this record will not be considered as a complaint. However, since an initial MDR was submitted, the file will remain assessed as a malfunction. H10: d4 (expiration date: 01/2025), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that upon inspection of forty units of unused biopsy needles, the closed box and individual external packaging were allegedly dusty. There was no reported patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon inspection of forty units of unused biopsy needles, the closed box and individual external packaging were allegedly dusty. There was no reported patient contact.